Manufacturer narrative:
On 21-jan-2026 the instrument was reviewed further by the manufacturing engineering team. The initial investigation was confirmed, the instrument failed electrical continuity, and the wire was broken within the main tube closest to the roll gear junction. Upon further inspection, it was found that the wire within the main tube was routed across/between hypo tubes. Additional observations: the instrument flush tube appears to have thermal damage in the proximal end near to the conductor wire breakage. This thermal damage is most likely due to the broken conductor wire. Given the position of the wire, it was likely that the wire was broken/pinched due to instrument yaw/pitch movements. The probable root cause is attributed to the wire routing process during manufacturing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken conductor wire at the proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument did not work. Reporter turned the instrument off and on, the wires were replaced with new ones, but nothing helped. The mcs instrument simply do not work. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not related to inability to move the instrument at all (e.g., static instrument). There was unlimited motion. The instrument was not recognized by the system and there was no cutting issue nor broken cables. The issue with the scissors was that when they wanted to cut with the diathermy effect but it did not work.